Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Pending product record review.

Event description:
It was reported that when the or went to open the first box they noticed the inner package of powder had leaked into the outer package. The product was not used as sterility was compromised.

Manufacturer narrative:
(B)(4). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found that the sealing was opened investigation results concluded that the reported event was likely due to product design. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that when the operating room nurse went to open the first box they noticed the inner package of powder had leaked into the outer package. The product was not used as sterility was compromised.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b3, d1, d2, d4, e4, g1-2, g4, g5, h2, h6, h10. G5 - product is not a combination product. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found that the sealing was opened on 2 sides. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the operating room nurse went to open the first box they noticed the inner package of powder had leaked into the outer package. The product was not used as sterility was compromised.